Event description:
It was reported that during an open sigma procedure the generator display showed ¿replace instrument¿. No further information is available. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested on generator and it was found that the min hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. There were no alert screens at any time during testing. The device was disassembled to inspect internal components. Corrosion was found at the hand activation dome min. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. However; no alert screens were displayed during testing.